Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. In addition, it was also reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence as well as an unexpected reset occurred. The customer's blood glucose was 260 mg/dl. The customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.